Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ca2 calcium gen.2 (ca) on a cobas 6000 c (501) module - c501. The sample initially resulted as 1.6 mmol/l and this value was reported outside of the laboratory to the doctor. The doctor did not agree with the result since it did not correspond to the patient's status. The sample was repeated, resulting as 2.47 mmol/l. The repeat measurement was said to be more believable. No adverse events were alleged to have occurred with the patient. The ca reagent lot number was 20864301, with an expiration date of 03/31/2018. A field service engineer checked the analyzer. He changed a probe and found that it was "necking" a system reagent tube. A general reagent issue could be ruled out since calibration and controls were found to be acceptable. No indication of obvious defects or deviations were seen with the analyzer. No further issues were reported by the customer after the service actions.